Event description:
Boston scientific received information that the patient received inappropriate shock due to the noise on right ventricular (rv) lead that was oversensed along with high out-of-range (oor) pacing lead impedance (pli) measurement. The issue was due to lead fracture. Additional information received indicating that an x-ray was performed which conclusively determined that the lead was fractured and noted that the conductor was damaged. The lead was surgically abandoned and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the proximal segment was returned. A thorough evaluation of the lead was performed and severed 110mm from the terminal pin was noted. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Additional information was received indicating that this lead was partially abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.